Event description:
The patient was referred to the cathlab because of unspecified chest pain. The angiogram showed no significant lesions, however there was some uncertainty regarding the right coronary artery which they decided to measure with ffr. The physician performed the ffr measurements with the pressure guidewire. It was reported that during measurement, a high value on the wire pressure was obtained. The values of the distal pressure reading were 387/142. In the opinion of the physician, the ffr values were too high. At the same time, the measured aortic pressure values 157/72 were normal. The physician removed the pressure guidewire and then used another ffr wire from a different manufacturer to perform a new measurement. The vessel was easily wired, the ffr measurement was performed and showed no significant lesions (ffr=0.98). After this, a final angiogram was made and no further interventions were performed. Since there was no significant lesion found, the patient was transported to the ward where she was discharged as per hospital procedure. No adverse events were reported due to this incident. The pressure guidewire was returned by the customer to the manufacturer. Upon examination, it was observed that the soldered distal tip dome was corroded from the device. Further information was obtained from the customer stating that the patient had visited the emergency room on (B)(6) 2011, with the same symptoms as before (unspecific chest pain and no ECG changes). No further investigation was performed and the patient was discharged the same day. The customer was notified that the device was received with the soldered distal tip dome corroded. The physician reviewed the angiogram again on (B)(6) 2011, but could not see any remains of the wire tip (dome) in the vessel. The physician indicated that she believed that the dome might have been lost during the decontamination process or detached when the wire was repackaged (in the plastic dispenser) by the hospital for return to the manufacturer. There have been no further reports of any problems on this patient since her last emergency room visit.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. During visual inspection, multiple kinks were observed. The soldered dome was corroded from the device and whitish/yellowish debris was noticed around the tip and pressure sensor area. Some corrosion was also observed inside the sensor housing. The pressure sensor was slightly raised from the distal end and debris was present underneath it. No further damage to the conductive bands or connector was observed. Signal test was performed and the device was recognized and successfully zeroed without encountering any error messages however, the pressure signal drifted. The most likely cause of the observed signal drift during the evaluation of the device was the debris present under/around the pressure sensor. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. It was reported that there was no wire handling difficulties observed. A corroded tip dome could contribute to decrease wire handling performance. The physician reported that they could not see any wire parts left behind inside the patient based on reviewing the coronary angiogram. In the event that a portion of the dome was left inside the coronary artery, the following possible events could have taken place, vessel spasm, vessel closure due to thrombosis or distal embolization of the dome, ischemia of ECG and/or myocardial infarction of the impacted vascular bed. It is not known when the dome was found to be corroded from the wire. The physician could not see any fragments of the wire upon review of the angiogram. The patient did not experience any of these complications or adverse events after the use of the pressure guidewire. It was reported that the wire was cleaned off with an alcohol-based solution and wiped with a cloth before it was placed in its plastic dispenser and returned to volcano. The device's exposure to chemicals, blood and environmental moisture in the field and/or handling could have weakened the bond between device tip and the soldered dome. The readings reported by the user are extremely unusual and the root cause of why there was a high ffr reading is not known. The patient has had no other problems related to this event. The patient tolerated the exchanged of the wires and no chest pain or medications such as nitrates were given. Due to all the facts related to this case, it cannot be conclusively determined why the ffr value was high with the manufacturer's wire, but the patient had a successful assessment and there had been no further clinical issues. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. This event is being reported because the manufacturer could not determine at this time when the soldered dome corroded.